Event description:
It was reported the when the user was withdrawing the subject device after the puncture step was over, the adjuster lock was fractured, resulting in the withdrawal of the subject device which was not smooth. The issue occurred during a subcarinal lymph node puncture via ultrasound bronchoscopy to obtain pathological specimens and was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.